Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the insulin pump is not delivering insulin. The customer reported that son was in the hospital and got home. The customer checked blood glucose and it was high around 589 mg/dl. The customer gave treatment with a syringe and tried to use the pump first later he used the syringe. The customer¿s blood glucose was 411 mg/dl. After he did what he did last night been high all day long blood glucose was 548 mg/dl. Blood glucose was 567 mg/dl and 449 mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer states the drive support cap appears normal. The insulin pump passed displacement test. The insulin pump will not be returned for analysis.